Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit was pausing every 15-0 seconds lasting 3-4 beats. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an issue that unit was pausing every 15-30 sec and lasting 3-4 beats. Additional information was received which states the circumstance was during use. A getinge field service engineer (fse) remarks that customer reports unit pausing but he could not duplicate and exorcised unit to no fail. Completed pm, a full calibration and functional check has been performed per the factory calibration procedures. Returned to the customer and cleared for clinical use. Fault not verified. The patient involvement is unknown, no harm reported.

Event description:
N/a.